Event description:
Customer reports clotting of the ca-hp 150 dialyzer noted towards the end of pt treatment. The customer reports that if the pt is in the second half of the treatment and this ocurs the treatment is discontinued. If the pt is in the first half of treatment and this occurs the clotted dialyzer is discarded and a new dialyzer is used to continue treatment. Estimated blood loss is minimal since only the dialyzer is discarded, not the entire circuit. No pt injury or medical intervention reported.